Event description:
It was reported that the patient was taken to the hospital unconscious due to a possible heart attack. In the hospital ward it was noted that the patients heart rate had dropped to 35 beats per minute then returned to a base rate of 70. The pulse generator exhibited capture anomalies. The device was reprogrammed which resolved the issue and the patient felt better.